Event description:
"Spun off during care - would not attach" is stated on the repair order. On follow-up with the user facility, staff person stated that b attachment used with a b-1 tool would not stay tight on the motor. The surgeon had to hold the base of the attachment to keep it from spinning loose. The surgeon was also using an m-8 tool with an m attachment which worked fine, did not spin off.